Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. D9: complainant part is not expected to be returned for manufacturer review/investigation. Investigation summary: product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable device history lot: manufacturing location: monument; manufacturing date: 06-aug-2020; expiration date: 30-jun-2029; part number: 04.013.752s, 13mm ti cann retro/antegrade femoral nail-ex/360mm ¿ sterile; lot number: 64p8671 (sterile); lot quantity: (B)(4). Production order traveler met all inspection acceptance criteria. Inspection sheet, in process / inspect dimensional / final, ns072597 rev c met all inspection acceptance criteria. Packaging label logs (plls) lppf rev j, lmd rev a was reviewed and determined to be conforming. Packaging bom was reviewed and determined to be conforming with no deviations to normal packaging identified. Scn (B)(6) supplied by ethicon (abq) was reviewed and determined to be conforming. This lot met all dimensional, visual, sterilization and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Component part(s) reviewed: component parts were not reviewed as the reported complaint condition of ¿removing unknown nail and replacing with retrograde nail; manufacturer unknown (unconfirmed that it is a synthes nail)¿ does not indicate breakage of the nail. Therefore, review of the raw material would not be pertinent to the reported complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported on an unknown date and month in (B)(6), the surgeon is going to be removing an unknown nail on (B)(6) 2023 and replacing with one of our retrograde nails. It is not confirmed that it is a synthes nail. The manufacturer of the nail is currently unknown. No adverse events have been reported or allegations against the device. This report is for one (1) 13mm ti cann retro/antegrade femoral nail-ex/360mm-sterile. This is report 1 of 1 for complaint (B)(4).